Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, low sensing and high capture threshold were observed on the atrial and ventricular channel. Fluoroscopy revealed dislodgement of both leads. The leads were explanted and replaced, and normal measurements were obtained. Patient condition was good before, during, and after the procedure.